Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area pain') in a 31-year-old female patient who had essure (batch no. A45111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, asthma, bipolar disorder, tobacco abuse, gerd, acute bronchitis and post-traumatic stress disorder. Concurrent conditions included hypertension, depression, menses irregular, low back pain, perineal pain, knee pain, osteoarthritis, constipation, pelvic adhesions and spinal operation. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrochlorothiazide, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems- condition : depression") and anxiety ("mental anguish/ / psychological or psychiatric problems- condition : mental anguish"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesive disease"), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced infection ("infections"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the infection, depression, anxiety, migraine, headache, nausea, pelvic adhesions, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, headache, infection, migraine, nausea, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted as per summons: essure insertion date: - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: bilateral essure coils are identified in relatively good position. The right essure proximal marker is separated from the body of the coil, however the location appears to be in acceptable position with complete occlusion of the right fallopian tube. The left fallopian essure coil is in good position with complete occlusion of the fallopian tube. The endometrium and endometrial cavity appear to be normal. Ultrasound scan vagina - on (B)(6) 2017: several small nabothian cysts. Otherwise negative. No abnormal adnexal masses or pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, lower abdominal pain, nausea, pelvic adhesive disease, anxiety, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information updated. New events: dysmenorrhea (cramping), abdominal pain were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area pain') in a 31-year-old female patient who had essure (batch no. A45111) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, asthma, bipolar disorder, tobacco abuse, gerd, acute bronchitis and post-traumatic stress disorder. Concurrent conditions included hypertension, depression, menses irregular, low back pain, perineal pain, knee pain, osteoarthritis, constipation, pelvic adhesions and spinal operation. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrochlorothiazide, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems- condition : depression") and anxiety ("mental anguish/ / psychological or psychiatric problems- condition : mental anguish"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesive disease"), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced infection ("infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the infection, depression, anxiety, migraine, headache, nausea and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, headache, infection, migraine, nausea, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted as per summons: essure insertion date: -(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: bilateral essure coils are identified in relatively good position. The right essure proximal marker is separated from the body of the coil, however the location appears to be in acceptable position with complete occlusion of the right fallopian tube. The left fallopian essure coil is in good position with complete occlusion of the fallopian tube. The endometrium and endometrial cavity appear to be normal. Ultrasound scan vagina - on (B)(6) 2017: several small nabothian cysts. Otherwise negative. No abnormal adnexal masses or pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, lower abdominal pain, nausea, pelvic adhesive disease, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/pelvic area pain') in a 31-year-old female patient who had essure (batch no. A45111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, asthma, bipolar disorder, tobacco abuse, gerd, acute bronchitis and post-traumatic stress disorder. Concurrent conditions included hypertension, depression, menses irregular, low back pain, perineal pain, knee pain, osteoarthritis, constipation, pelvic adhesions and spinal operation. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrochlorothiazide, ibuprofen and medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and adnexa uteri pain ("fallopian tube pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems- condition : depression") and anxiety ("mental anguish/ / psychological or psychiatric problems- condition : mental anguish"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesive disease"), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced infection ("infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the infection, depression, anxiety, migraine, nausea and pelvic adhesions outcome was unknown and the abdominal pain lower, dysmenorrhoea, abdominal pain and adnexa uteri pain had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, depression, dysmenorrhoea, infection, migraine, nausea, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted as per summons: essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: bilateral essure coils are identified in relatively good position. The right essure proximal marker is separated from the body of the coil, however the location appears to be in acceptable position with complete occlusion of the right fallopian tube. The left fallopian essure coil is in good position with complete occlusion of the fallopian tube. The endometrium and endometrial cavity appear to be normal.. Ultrasound scan vagina - on (B)(6) 2017: several small nabothian cysts. Otherwise negative. No abnormal adnexal masses or pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, lower abdominal pain, nausea, pelvic adhesive disease, anxiety, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Following event "fallopian tube pain" was added. Event "abdominal pain and dysmenorrhea" outcome was updated to recovered/resolved. Reporter information was added. On 26-sep-2019: no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area pain') in a 31-year-old female patient who had essure (batch no. A45111) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, asthma, bipolar disorder, tobacco abuse, gerd, acute bronchitis and post-traumatic stress disorder. Concurrent conditions included hypertension, depression, menses irregular, low back pain, perineal pain, knee pain, osteoarthritis, constipation, pelvic adhesions and spinal operation. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrochlorothiazide, ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("depression/ psychological or psychiatric problems- condition: depression") and anxiety ("mental anguish/ / psychological or psychiatric problems- condition : mental anguish"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesive disease"), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced infection ("infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the infection, depression, anxiety, migraine, headache, nausea and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, headache, infection, migraine, nausea, pelvic adhesions and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted as per summons: essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: bilateral essure coils are identified in relatively good position. The right essure proximal marker is separated from the body of the coil, however the location appears to be in acceptable position with complete occlusion of the right fallopian tube. The left fallopian essure coil is in good position with complete occlusion of the fallopian tube. The endometrium and endometrial cavity appear to be normal.. Ultrasound scan vagina - on (B)(6) 2017: several small nabothian cysts. Otherwise negative. No abnormal adnexal masses or pelvic free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, lower abdominal pain, nausea, pelvic adhesive disease, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet and medical records received : lot number added. Events added- migraines, headache, nausea, pelvic adhesions, abdominal pain lower. Outcome of events ¿abdominal pain lower and pelvic pain¿ updated to ¿recovering / resolving¿. Event onset date updated. Insertion and removal date updated. Concomitant products and patients medical history and lab details added. Reporter information, patient details, product indication updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and pelvic pain ('pelvic pain/ pain/pelvic area pain') in a 31-year-old female patient who had essure (batch no. A45111) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery, asthma, bipolar disorder, tobacco abuse, gerd, acute bronchitis and post-traumatic stress disorder. Concurrent conditions included hypertension, depression, menses irregular, low back pain, perineal pain, knee pain, osteoarthritis, constipation, pelvic adhesions and spinal operation. Concomitant products included alprazolam (xanax), fluoxetine hydrochloride (prozac), hydrochlorothiazide, ibuprofen and medroxyprogesterone acetate (depo-provera). In 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and adnexa uteri pain ("fallopian tube pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced depression ("depression/ psychological or psychiatric problems- condition : depression") and anxiety ("mental anguish/ / psychological or psychiatric problems- condition : mental anguish"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2017, the patient experienced pelvic adhesions ("pelvic adhesive disease"), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections"), abdominal pain lower ("cramping"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, infection, depression, anxiety, migraine, nausea and pelvic adhesions outcome was unknown and the pelvic pain, abdominal pain lower, dysmenorrhoea, abdominal pain, adnexa uteri pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, infection, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted as per summons: essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2015: bilateral essure coils are identified in relatively good position. The right essure proximal marker is separated from the body of the coil, however the location appears to be in acceptable position with complete occlusion of the right fallopian tube. The left fallopian essure coil is in good position with complete occlusion of the fallopian tube. The endometrium and endometrial cavity appear to be normal.. Ultrasound scan vagina - on (B)(6) 2017: several small nabothian cysts. Otherwise negative. No abnormal adnexal masses or pelvic free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, lower abdominal pain, nausea, pelvic adhesive disease, anxiety, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- device breakage new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Event outcome of pain, bladder/urinary problem were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, infection and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.